Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse verified the alignments and the ultrasonics. Then the fse performed system check and high sensitivity (hs) system check both passed specifications. The fse verified repairs per established procedures and results met published specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events. This is 7 of 27 separate MDR reports related to 27 pt events associated with a single malfunction report.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated free t3 (ft3) results generated on a unicel dxi 800 access immunoassay system for twenty seven pts. The customer re-ran the samples and the results were lower and in a different clinical category. The initial erroneously elevated results were not reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.